Event description:
At the start of the stroke procedure, while trying to hook up the filter to the pump, the physician noticed that the nut was loose on the pump and that there was minimal aspiration. The other pump was used successfully.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.